Event description:
It was reported that an MRI scan was carried out in 2008, without seeking approval by med-el beforehand. Since the MRI, the pt feels strong pain at the implant site and has no longer worn her speech processor. The following month, an implant check was performed, which confirmed that the implant is working within specification. Further examinations concerning implant position and placement of electrode array will be carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow-up report.